Event description:
An uncomplicated stereotactic core biopsy was performed, and a clip to mark biopsy site was deployed. When the biopsy clip delivery device was retracted, a portion of the delivery device was sheared off. When the needle was retracted from the pt's breast, the missing portion of the delivery device was retrieved. The pieces of the broken delivery device were compared to a new device. The pt's breast was mammogramed, no radio-opaque foreign body was present in the breast.

Manufacturer narrative:
The device was not returned for analysis. The complaint notification was received from the department of health and human services report (B)(4). (B)(6), risk manager for the user facility, was contacted. She stated that the tip was retrieved when the probe was removed from the breast. The pt was okay. The batch history was reviewed and no abnormalities were noted in the record. The device was not returned for analysis. The instructions for use insert is included in the carton packaging and lists step by step directions on the correct method for use. Under instructions section of the insert, one of the caution statements reads "do not insert beyond the appropriate band or tip damage may occur." Under warnings in instructions, it states "failure to align the mammomark applicator as specified may result in improper deployment of the collagen plug and possible tip shear."